Event description:
It was reported that during an unk procedure, after firing the clip, the jaw couldn't be reclosed when pulling the device out from the trocar. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.